Manufacturer narrative:
A3b: gender: n/a. D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.

Event description:
The user facility reported that when the user advanced the product into a blood vessel, he felt resistance halfway through. So, when he slowly removed the product, the tip grew. He replaced the product and continued his procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. During cleaning, it was observed that only the involved device, zizai (hereinafter referred to as the involved device), was returned to tcsc. When water was injected using a syringe to clean the involved device, there was resistance to injection and water could not be injected. For this reason, the device involved could not be cleaned normally. When water was injected using a syringe to clean the involved device, there was resistance to injection and water could not be injected. For this reason, the device involved could not be cleaned normally. When observing the appearance of the involved device, a kink was found at point of 12.7 cm from the distal tip. In addition, it was found that the catheter stretched to 38.8 cm from the distal tip. The outer diameter of the device involved was measured to inspect for the following possibilities. The total length was measured to check for any elongation that may have occurred in the device. Additionally, the outer diameter was measured to check for abnormalities that could cause the guidewire to become stuck. As a result, the total length of the device involved was stretched outside our standard value. The distal part and outer diameter of the proximal part of the involved device were within our standard values, and no abnormalities were observed. Our product zizai has different outer diameter dimensions depending on the flexible parts. The kinked part that occurred in the involved device could not be identified the flexible part due to the elongation. However, compared to the standard values for the expected flexible parts (4th and 5th flexible parts), the outer diameter of the kinked part was outside the standard value with the short diameter, and the kinked part was found to exceed the standard value. The long diameter of the kink part was outside the standard value for the 4th flexible part, but it was within the standard value for 5th flexible part. In our company, we conduct visual inspections and dimension measurements by sampling each production lot. Additionally, we perform visual inspections on all zizai devices before the holder assembly in the manufacturing process. Upon reviewing the device history records for lot 231102020, no abnormalities were found in the inspection results. There were no issues identified that could have caused the kink or elongation in the catheter. Upon observing the appearance of the involved device, a kink was found at a point 12.7 cm from the distal tip. Additionally, it was noted that the catheter had stretched to 38.8 cm from the distal tip. As a result of the dimension measurement, the total length of the involved device was stretched outside our standard value. The distal part and outer diameter of the proximal part of the involved device were within our standard values, and no abnormalities were observed. Our product zizai has different outer diameter dimensions depending on the flexible parts. The kinked part that occurred in the involved device could not be identified the flexible part due to the elongation. However, compared to the standard values for some expected flexible parts, the outer diameter of the kinked part was outside the standard value with the short diameter, and the kinked part was found to exceed the standard value. The long diameter of the kink part was outside the standard value for one of the flexible parts, but it was within the standard value for the other. In our company, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records, there were no abnormalities that could cause the kink or elongation in the catheter. The reported situation that both the guidewire and the microcatheter could not be moved, may have been caused by the increased frictional resistance with the guidewire due to the kink of the involved device. In addition, it was considered that the catheter kink occurred in the involved device may have been caused by use after shipment from our company. Next, it was presumed that the catheter elongation that occurred in the involved device may have been caused by the catheter operation in a stuck condition. Based on experience, the catheter operation in a stuck condition may cause the catheter rupture or separation of the marker, which may result in the product part remaining in the body.